Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
Patient explained that he was home and was having trouble breathing. He said both of his device was not working well. The poc displayed an error to replace the columns. He said the o2 stat levels kept dropping so he called 911 and was transported to the hospital. He was in the hospital for 5 days where they gave him breathing treatment, supplement oxygen, prednisone and antibiotics. The patient has a history of copd, congested heart failure, lung issues. The patient reported that they received a replacement unit overnight. He also explained that he did have an alternative oxygen supply but it was also not working well and had no o2.